Event description:
It was reported that this patient expired two days following system explant due to pocket erosion. The device was reported to be hanging out of the pocket prior to explant. The cause of death was reported to be sepsis.